Event description:
It was reported that a patient had difficulty connecting a minicap to their transfer set during peritoneal dialysis therapy. The patient stated the minicap sponge was oversized and protruding. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.